Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power and failed to turn on. The customer attempted to restore power by switching the unit off and on and by plugging it into different outlets, however, the machine remained without power. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not turning on. A field service engineer found that the main drawer 3.2 controller had failed and caused drawer 3.1 and the pyxibus module controller to go down as well and replaced all the circuit boards to resolve the issue. The system functioned as intended after the field service engineer repaired the device.